Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted at implant, due to when patient was taken off perfusion and there was noted moderate regurg and verified by two different anaesthetists, as seen on echo. The valve was removed and replaced with another same device with no problems or recurrent regurgitation. The surgeon checked for perivalvular leak and could not find any. Surgeon also checked seating and sutures and could not find anything unusual.